Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 54 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. (B)(4).